Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which was found to fail cutter insertion test due to worn out bearings and the neuro-tip foot had been drilled into. An assessment was performed which found that the bearings are worn out which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause of the worn out bearings was due to wear from normal use and servicing. The assignable root cause of the drilled foot on the craniotome device was due to failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device spring tip got broken from the inside. During in-house engineering evaluation, it was determined that the device failed cutter insertion test due to worn out bearings and the neuro-tip foot which had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.